Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for non-obstructive urinary retention. It was reported the basic evaluation patient was in a lot of pain and they were still being hospitalized. The patient stated they were instructed to shock themselves every two hours by turning up their stimulation. The patient was advised to leave the stimulation where it was so it was at a comfortable level. There were no further complications reported/anticipated.